Event description:
A 6f angio-seal vip was selected for use on (B)(6) 2014. The device was deployed in the right femoral arteriotomy below the bifurcation. Two weeks later, the patient presented with groin pain and ischemia. An angiogram revealed an occlusion of the right superficial femoral artery. On (B)(6) 2014, a cut-down was performed on the right femoral artery and an embolectomy was performed to both the superficial femoral artery and common femoral artery to successfully remove a clot. Following the removal of the clot from the common femoral artery, flow continued to be slow as the area was stenotic and a stent was placed in the femoral artery after a balloon angioplasty. The patient is in stable condition following the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions that should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.